Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® winged safety pbbcs with tubing and luer adapter needle separated into the vacutainer protruding from the tube. Found during use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and separation of the np (non-patient) needle was observed as the needle was stuck in the stopper. Additionally, retention samples were selected from bd inventory for testing and upon completion, the customer's indicated failure mode for separation of the np needle was not observed as all retention samples met required specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer photos, the customer¿s indicated failure mode for separation of the np (non-patient) needle was observed as the needle was stuck in the stopper. Additionally, testing of the retain samples was conducted and separation of the np needle was not observed. Based on the investigation, a root cause could not be determined.